Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging inaccurately erratic readings on his one touch ultra meter. The patient mentioned that he first noticed the erratic readings sometime between (B) (6) 2009 and (B) (6) 2010. On an unspecified date and time, the patient had obtained a 153 mg/dl and a 101 mg/dl less than 20 minutes from one another. The results are greater than 20 mg/dl (1.11 mmol/l) or 20%. Shortly later, the patient began to feel lightheaded and was shaking. Due to the reported issue and the symptoms, the patient skipped dosage or stopped their diabetes medication. The technique of applying blood on the test strip was correct. The test strip vial was not cracked or broken. A quality control test was done and the test strips passed using the control solution. The products were replaced. The complaint is being reported since the patient alleged that due to the erratic readings, he developed symptoms suggestive of hypoglycemia and withheld his diabetes medication due to the symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.